Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation, the flags show the monitor had a pulse reset will have the ca board replaced per co-3677. The root cause pulse reset was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.